Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to it, and there was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The caller acknowledged and understood the instructions provided.